Manufacturer narrative:
The customer's report that the tubing disconnected from the blood filter was confirmed. The separation was at the engagement of the blood filter drip chamber and tubing components. The set components were visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. Visual inspection under magnification of the separated tubing end observed insufficient to no solvent traces. By aligning the tubing end beside the drip chamber outlet, there was evidence that the tubing had not been fully inserted into the drip chamber outlet spigot. Further dimensional analysis of a tubing area near the separated tubing end was observed to be within specification(s). Handling/tug of the set's other tubing engagement observed no separation or any issue. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "patient ordered for platelets nurse primed blood tubing with blood product. When nurse unclamped tubing, tubing disconnected from blood filter". It was then clarified that the tubing separated below the drip chamber and it was not attached to the patient at the time of the event. There was no significant delay in the platelet transfusion as a new tubing was primed. The event occurred in the skilled nursing unit.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient ordered for platelets nurse primed blood tubing with blood product. When nurse unclamped tubing, tubing disconnected from blood filter." It was then clarified that the tubing separated below the drip chamber and it was not attached to the patient at the time of the event. There was no significant delay in the platelet transfusion as a new tubing was primed. The event occurred in the skilled nursing unit.